Event description:
It was reported patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2008 due to infection. Surgeon performed an irrigation and débridement procedure and the modular head and polyethylene liner were removed and replaced. Additionally, patient was revised on (B)(6) 2011, due to infection and heterotopic ossification. Operative notes state a radical debridement procedure was performed and the modular head, acetabular component, femoral stem and polyethylene liner were removed and replaced with an antibiotic spacer mold.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 8 of 9 mdrs filed for the same event (reference 1825034-2013-04849 / 04857).